Event description:
A customer contacted baxter's global technical service center to report the homechoice (hc) stopped fill. The nurse stated that the last fill from the previous therapy was 500 ml. Patient did no manual exchanges today and the current drain volume was 17 ml. The initial drain alarm was set too low.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause for the reported issue could not be determined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.